Manufacturer narrative:
(B)(4) - torn annulus; required aortic root replacement. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to bleeding that occurred around the annulus. The valve was removed to repair the bleeding site. According to the operative report , after implanting the valve and coming off bypass, "blood was dissecting out along the left coronary arteries through the transverse sinus. Therefore, the patient was recross-clamped and the heart rearrested and the aortotomy opened. The subannular structures were inspected. There was a tear of the left coronary annulus from its mid portion to the left and right commissure." Sutures were placed in attempt to repair this and the patient was again taken off bypass with no evidence of bleeding. "However, the patient developed new bleeding again along the transverse sinus along the posterior annulus. It was bleeding so briskly that there was no chance it would stop. The only alternative was to reclamp the aorta, re-arrest the heart and to take down the valve and repair the annulus and reimplant the valve. However, upon removing the valve it became apparent that the previous sutures had torn and the patient not only dissected the subannular apparatus but also dissected the base of the aortic root. The dissection was carried out into the left main coronary ostia. It carried also around the right coronary ostia but did not involve the ostia. Therefore, the decision was made to replace the aortic root." Per the surgeon, the reason for explanting the valve was patient/procedure related and not due to a product malfunction.